Event description:
An angiogram procedure was being performed. The catheter tip broke off when they were going around the aortic arch. The separated segment is now stuck in the descending aorta. It could not be removed.

Manufacturer narrative:
D.9) device was received for evaluation on april 8,1998. An examination of the returned used device revealed the beacon tip has separated from the main catheter approximate 4mm distal to the bond site. Co can advise instances of tip separation have been reported on this device in the past. On september 25,1996, cook inc. Initiated a voluntary recall on the product line. At that time, a request was made for the customer to return any and all of the catheters to cook inc.